Event description:
The customer reported experiencing an occlusion event, indicated by alarm 2 followed by alarm 26. The issue caused the customer's blood glucose level to rise to a value displayed as ¿high¿ on the device. To address the high blood glucose level, the customer performed a correction injection via manual insulin administration and did not require third-party assistance. The customer changed the cartridge and resumed insulin delivery, with no indication of frequent or recurring occlusion issues. Additional assistance was deemed unnecessary, and the case was closed by customer technical support.